Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 3 of 4 of peritoneal dialysis (pd) therapy, while the hp was connected. The reporter stated that the hp had mistakenly thought therapy was over and disconnected. They then reconnected after realizing therapy was not over. During troubleshooting, it was found that the hp had used the proper disconnection and reconnection procedure. The technical service representative (tsr) assisted the reporter in ending the hp's therapy and removing the cassette. The hp would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was clarified that the patient had not used proper disconnect procedures when they disconnected from the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.